Manufacturer narrative:
Internal report # (B)(4). Returned meter evaluated with no defect found. Test strip vial returned with one strip only - unable to test. Most likely underlying root cause: mlc-58 user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. Note: manufacturer contacted customer on 6/12/2017 in a follow-up call in order to ensure the customer's condition since the initial call; customer condition improved. No symptoms or medical attention reported since the original call. Customer satisfied with the replacement product.

Event description:
Consumer reported complaint for low blood glucose test results. The customer is concerned with tests results from results obtained of 54 and 93 mg/dl. The customer's expected fasting blood glucose test result is 110 mg/dl. At the time of the call the customer felt well and did not report any symptoms. Customer stated that when he obtained the result of 54 mg/dl he was sweaty, dizzy and shaking a bit; customer stated he ate one fig newton, six peanut butter cookies and one piece of cornbread to try and bring his sugar up. Medical attention is not reported as a result of the actual blood glucose results and reported symptoms. During the call on (B)(6) 2017, a back to back blood test was performed by the customer fasting and produced test results of 106 mg/dl using truemetrix meter and 137 mg/dl using truemetrix meter. The product is stored according to specification. The test strip lot manufacturer's expiration date is 08/31/2018 and open vial date at time of call was a few days. The meter memory was reviewed for previous test result history (customer is concerned with the results of 54, 143, 184, 93 and 222 mg/dl in the meters memory): the 54mg/dl (B)(6) 2017 02:45 pm fasting:yes, the 143mg/dl (B)(6) 2017 12:45 pm fasting:yes, the 184mg/dl (B)(6) 2017 07:53 am fasting:yes, the 93mg/dl (B)(6) 2017 06:32 am fasting:yes, the 222mg/dl (B)(6) 2017 03:27 am fasting:yes. Memory concerns:customer is concerned with the results of 54, 143, 184, 93 and 222 mg/dl in the meters memory. Customer states that the results that he is getting from his meter is lower than his normal range of <110mg/dl. Customer did not provide ccr with a lower range number for the expected results.